Event description:
The home patient (hp) contacted baxter's technical service center regarding air bubbles in the patient line which occurred on the homechoice during use during dwell 1. The baxter technical services representative assisted to end therapy and had the hp start over with new supplies. This writer contacted the hp on (B)(6) 2011. He stated that he did not feel any discomfort or pain, and did not notice anything unusual about his supplies that might have caused the problem. There were no adverse effects reported in relation to this incident. There was patient involvement, but no medical intervention or serious injury was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) could not be confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.